Event description:
According to the information received, this connector was utilized during a repeat CABG procedure performed via the intercostal approach. It was noted the vein used with this connector was thought to be "long enough". Twenty hours postoperatively, the patient experienced severe vomiting and patient's blood pressure dropped from 120 to zero. The patient was returned to the or and the connector was observed to be detached from the aorta; however, it is unknown if the connector had completely detached or was leaking in one or more areas. Another connector (model acn-5055, l/n unknown) with a longer vein attached was then implanted and the patient was noted to be "recovering well".